Event description:
The device was used in a rescue and after the first successful shock, prompted "capacitor not charged" and did not charge again.

Manufacturer narrative:
Device has not yet been received for evaluation. A follow-up report will be submitted once the evaluation and investigation are completed.